Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs system was explanted and replaced which resolved the issue. Effective therapy was restored postoperatively. Ipg was electively replaced during the surgery.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to increase amplitude. System diagnostics determined invalid impedances on the scs lead. Surgical intervention will be taken at a later date to address the issue.